Event description:
A user facility reported that a patient developed facial swelling at the treatment site following the use of the opus system. As a result, the user facility alleged that the patient experienced airway compromise which required emergency medical attention and steroids for treatment.